Event description:
Procedure: laparoscopic splenectomy. According to the reporter, the sulu was fired completely but did not staple the tissue. After opening the instrument, the blood vessels were left open and caused a massive bleeding. The surgeon converted immediately to an open procedure, and closed the vessels using prolen 3-0 sutures.